Event description:
The customer reported that the system was emitting a loud alarming sound while plugged into the wall outlet and the system would not power on. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on the phone investigation. The service representative confirmed with the customer that the system was performing as intended. The system was tested and found to be working as intended and put back in service.